Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2023 wherein the patient's lead was explanted, replaced, and therapy was restored.

Manufacturer narrative:
It was reported to abbott, a patient¿s system was auto reducing due to multiple contacts with high impedance. The rep was able to reprogram the remaining contacts. Due to the extent of programming limitations, the patient pursued further evaluation of their system so they did not have these issues. Surgical intervention was taken where the paddle lead and ipg were replaced. The physician decided to replace the whole system due to the impedance issues and not wanting patient to have further issues or surgery. There were no complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not received for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient was experiencing auto-reducing from their scs system. Lead diagnostics were performed revealing that the patient had high impedance on all but 2 of their lead contacts. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Section b3: event date is estimated.